Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose and high blood pressure. Customer stated that the blood glucose reading was 315 mg/dl at the time of hospitalization. Customer stated that she was trying to correct her high blood glucose, gave herself too much insulin, her blood glucose dropped to 49 mg/dl and she fainted. Nothing further was reported.